Event description:
This patient noted a smaller implant following a routine mammogram. The implant was later noted to be ruptured. Temporarily, the mammogram and implant symptoms seem to be linked. One does not know if the implant itself was previously weakened or damaged and the mammogram was the last straw or whether the mammogram itself damaged a normal implant. The mammogram was done routinely without problem. The patient did not note the problem immediately nor did an experienced technician note anything unusual. The mammogram machine functioned normally and was state and FDA approved at the time. The true sequence will probably never be known but are unaware of a prior case of implant damage here.